Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the returned sample noted one opened, used all-silicone foley catheter with sample port connector and syringe and the balloon was partially inflated upon return. Verified material number 2758j14 and manufacturing lot number ngjw2612. During testing, when inflating the catheter balloon using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty. The balloon deflated 10ml methylene blue solution within 26sec. This is within specification per inspection procedure ip7603444, revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that distilled water leaked from the connection while it was being injected into foley catheter, so stopped using it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Full facility name: (B)(6) hospital. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that distilled water leaked from the connection while it was being injected into foley catheter, so stopped using it.